Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 501 mg/dl at the time of incident and the current blood glucose level was 200 mg/dl. Customer's other blood glucose values was 530 mg/dl. The customer was declined with troubleshooting. The customer was treated for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer reports that they did not receive medical treatment as a result of cannula fracturing while in the body. Customer stated auto mode feature was off. The insulin pump will not be returned for analysis.